Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received shock therapies for what clinicians deemed to be oversensing. Noise and unstable thresholds were also noted. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.